Manufacturer narrative:
Other relevant device(s) are: product ID: evproplus-26us, serial #: (B)(4), ubd: 15-jan-2022, UDI#: (B)(4). Product analysis: the products were not returned, therefore no product analysis can be performed. Conclusion: without return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the nose cone of the delivery catheter system (dcs) caught the frame of the valve and dislodged the valve up. The valve potentially occluded the right coronary artery (rca). Extracorporeal membrane oxygenation (ECMO) was initiated. The procedure was then converted to open surgical procedure. The valve was explanted and successfully replaced surgically. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: per instructions for use (IFU), coronary occlusion is listed as a potential risk associated with the implantation of the device and it can be attributed to procedural factors (e.g., valve positioning, sizing, technique, etc.) And/or anatomical factors (e.g., location of coronaries with respect to the valve, height of ostia, etc.). In this case, the right coronary artery occlusion was only suspected and was not confirmed. With the limited information provided, a conclusive root cause cannot be determined, but the dislodgement up was a likely contributing cause. Dislodgement of the valve by the distal tip is related to operator technique or experience. The device IFU, instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. No images from the procedure were received for review. Given the limited information, the root cause of the dislodgement event cannot be confirmed. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not allege a device misuse or malfunction occurred. Update data: h6 - results code and conclusion code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.